Event description:
Same case as MFR#: 2134265-2011-03410, 2134265-2011-03408. It was reported that during a percutaneous angioplasty procedure, three balloon ruptures occurred. The lesion was located in a heavily calcified, non tortuous superficial femoral artery. A mustang 7.0 x 40, 135cm, a mustang 6.0 x 150, 135cm and a mustang 6.0 x 200, 135cm all ruptured. Number of inflations and to what atmospheres is unknown. The balloons were all removed intact. The procedure was completed with a different device. The balloons were rupturing on the edges of an unknown stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).